Event description:
Report received indicated a hole was found in the percutaneous transluminal angioplasty (pta) catheter when attempts were made to flush the device. There was no adverse consequence to the pt. No additional info has been provided in response to request for pt, vessel characteristics and procedural info.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan (mqp). This review was extended to subassembly with lot numbers 0202080101 and 0201080233. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including burst test values. This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional info will be sent within 30 days upon receipt.